Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set broke below the drip chamber which resulted in a fluid leak. This issue occurred while priming the set prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h6. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.